Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the objective lens adhesive was peeling. The customer's originally reported issue of pinhole leaks was confirmed; pinhole leaks on the universal cord, the video cable, and on the bending section cover led to a loss of water tightness. The following additional findings were also noted: lock lever damage resulting in angle knob torque of the lock lever the exceed the standard value when engaged, connection between insertion pipe and control unit was not secured due to looseness of the insertion pipe, bending angle in the up direction did not meet the standard value due to wear of the angle wire, the grip was not secured, the indication on the light guide connector was not correct, and the adhesive on the bending section cover was chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A distributor reported on behalf of the customer that their endoeye flex deflectable videoscope device had several pinhole air/water leakages. Upon inspection and testing of the returned unit on 18oct2023, it was discovered that the objective lens adhesive was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.